Manufacturer narrative:
Only one half of the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed loose fibers/particles and residue of lubricant on the lens piece indicating that the unit was handled and prepared for surgical use. The haptic was observed damaged/distorted. The customer's reported complaint was verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. The directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that upon insertion into the eye an intraocular lens (iol) was noticed cracked. Reportedly, the lens was removed and replaced during the same surgical procedure, without difficulty. No incision enlargement, no vitrectomy was performed, no suture was required and no patient injury was reported. The patient was reported being fine post-surgery. No further information was provided.